Manufacturer narrative:
Concomitant product: item# unk, unknown stem, lot# unk. Information was received via journal article. Please reference literature at the following location: (B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported via journal article that a patient experienced a dislocation and underwent a closed reduction.